Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023 reason for device explant and/or reoperation: breast pain, rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent a primary breast augmentation surgery with a 500cc mentor memorygel breast implant. Post-operatively, the patient experienced an abnormal sensation in her right breast. Magnetic resonance imaging confirmed that the patient experienced a rupture of her right prosthesis. As a result, the patient is scheduled for removal on (B)(6) 2023. The lot and serial numbers were provided for two implanted devices, but their corresponding sides were disclosed to mentor. Both devices have the same catalog and lot number. As such, the serial numbers for both devices have both been populated in the serial number field. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.